Manufacturer narrative:
This submission contains additional information that was obtained 10/8/19. Complaint was confirmed. Visual observations on the returned ar-8730-34h, revealed a fracture right after the taper threaded section of the screw. The returned ar-8730-34h was reviewed for critical dimensions at the head of the screw (major diameter) and minor diameter at the end of the screw. The device met all specifications as received. A most likely cause for this event includes improper bone preparation prior to insertion and bending/leveraging the screw while inserting into hard bone.

Event description:
It was reported that a 3.5x34mm headless ft screw was being used during a navicular stress fracture procedure. The surgeon was trying the drive the screw flush when a portion snapped and part of the screw came out with the driver. The portion that was in bone would have needed to be cored out so the surgeon opted to leave it in as he still got adequate compression. Additional information provided 8/28/19: the remaining fragment was left in bone as their was no easy way to remove and the surgeon was still confident in the fixation and compression. Additional information provided 10/8/19: while prepping the bone, just the straight drill was used. No profile drill.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a 3.5x34mm headless ft screw was being used during a navicular stress fracture procedure. The surgeon was trying to drive the screw flush when a portion snapped and part of the screw came out with the driver. The portion that was in bone would have needed to be cored out so the surgeon opted to leave it in as he still got adequate compression. Additional information provided 8/28/2019- the remaining fragment was left in bone as there was no easy way to remove and the surgeon was still confident in the fixation and compression.